Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary cubie pockets were not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Correction: section h a supplemental MDR was submitted to reflect the correct device manufacture date and imdrf annex codes.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary cubie pockets were not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6 correction: d4 - unique identifier (UDI) # - (B)(4). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6-1 was not showing on the bus. A field service engineer powered down the station and reseated the row board connection on the drawer controller board, after which the cubies appeared on the bus. The fse also replaced the pyxis module controller board and the left side of the blue clip, which had broken off. The fse and the customer tested the drawer by inventorying multiple cubies, and the drawer functioned as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary cubie pockets were not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.